Manufacturer narrative:
No conclusion can be drawn at this time.

Event description:
International affiliate reported that a patient developed inflammation, and then an infection upon removal of a drain following colostomy closure. The patient was prescribed antibiotics and subsequently underwent an incision and drainage of the site. A contrast study was conducted and it was determined that bowel contents were leaking from the intestinal tract via a stoma.